Manufacturer narrative:
A ge service rep performed an onsite investigation and installed the filament driver board and calibrated the filament. The linkage was repaired and the touch screen was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a regulator failure error message outside of a case and that a circuit board needed to be installed. No pt injury was reported.